Manufacturer narrative:
Date of event: date of event was approximated to 01sep2018 as no event date was reported. Problem code 1069 captures the reportable event of fiber broken. Investigation result the fiber was returned in the hoop. One piece of the fiber was returned broken, confirming the complaint. The piece measured approximately 234.7 cm from the break to the tip. The remainder of the fiber, including the connector, was not returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:44 pm CT. The report number is being corrected from: 3005099803-2018-61995 to: 3005099803-2018-60968.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was noted to be broken when the package was opened. Attempts to obtain additional information regarding this event have been unsuccessful to date. If any additional information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.   (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was noted to be broken when the package was opened. Attempts to obtain additional information regarding this event have been unsuccessful to date. If any additional information is received, a supplemental MDR will be filed.